Manufacturer narrative:
Other relevant device(s) are: lcd 9733623 surgeon 24 1920x1200. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the touch panel was bad. The touch screen on the surgeon monitor was not functioning. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned monitor has no touch function because it is not a touch monitor. The display is scratched, but the monitor is otherwise functional. If information is provided in the future, a supplemental report will be issued.